Event description:
It was further reported in (B)(6) 2013, the event was resolved without residual effects and was discharged on aspirin and prasugrel.

Event description:
(B)(6) clinical study. It was reported that post coronary stenting treatment procedure dyspnea, angina, in-stent restenosis, and target vessel revascularization occurred. In (B)(6) 2010, the subject was diagnosed with unstable angina (braunwald classification: iii b). Cardiac catheterization was recommended which revealed a 60% stenosed lesion located in the mid left anterior descending artery (lad). The lesion was 12 mm long with a reference vessel diameter of 3.30 mm and treated with pre-dilatation and placement of a 3.50 x 16 mm taxus liberte stent. Following post-dilatation residual stenosis was 0%. The following day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2012, exact date unknown, the subject complained of chest pain radiating to the right arm, associated with dyspnea, on exertion with the typical symptoms of angina. The subject was referred for cardiac catheterization and scheduled for revascularization in (B)(6) 2013. In (B)(6) 2013, 80% in-stent restenosis of the previously placed study stent in mid lad was treated with balloon angioplasty and placement of 3.5 x 26 mm non-bsc drug eluting stent, with 0% residual stenosis. In addition, 80% stenosis in the distal right coronary artery was treated with placement of a 2.75 x 14 mm non-bsc drug eluting stent, with 0% residual stenosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).